Manufacturer narrative:
This report is submitted on august 4, 2021.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021, in order to perform skin revision to close up the site after abutment removal. The implanted device remains.